Event description:
Adverse event(s): "no pt impact" (no consequences or impact to pt). Product problem(s): "cautery not functioning" (device operates differently than expected). A nurse reported the cautery was not functioning during surgery. The system was switched out resulting in a delay of surgery. The case was completed. No pt impact was reported.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the problems reported. The system was tested and met all product specifications. (B)(4)